Event description:
The catheter was used during the replacement of the artificial blood vessel in the thoracoabdominal region. The balloon of the catheter ruptured during the operation. The physician replaced that catheter with another pruitt irrigation occlusion catheter and continued the operation. There was no impact on the patient because of the catheter malfunction.

Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. There was no harm to the patient because of this incident. The surgeon used another catheter to complete the procedure.